Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture ingress was evident behind the display lens and the pump was experiencing a no-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/04/2014 with the following findings: several inexplicable power-reboot events, which can be indicative of the type of power issue that was reported, were observed in the black box data from the alert date. The battery compartment was cracked in the thread area and below the grip pad. The threads of the returned battery cap were found to be damaged. Evidence of moisture ingress was found inside of the battery compartment. The returned battery cap was unable to secure to the pump per the instructions for use (IFU) due to the battery compartment and cap damage. The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The pump failed a leak test due to the battery compartment damage; this device failure caused the observed moisture ingress. The pump case was removed, and further evidence of moisture ingress was found on internal components. The relation of the aforementioned device failures to the reported no-power issue can not be determined, as the reported no-power issue would have to be duplicated to determine such. Unrelated to the reported issue, the display screen visual was found to be dim and discolored due to an unidentified display failure.